Event description:
It was reported that subject was seen at six week visit with surgeon and no complaints of hip pain were noted. Was seen by another physician in 2006, complained of severe right hip pain for several months, increasing in severity and intensity. Subject did not notify coordinator or surgeon of pain. Subject referred herself to another physician and received a right hip revision next month. Per surgeon that removed the device, it was noted acetabular component loosening.